Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced intermittent low blood glucose (bg) levels (40 mg/dl range). The customer alleged that the pump was delivering too much insulin. Bg was treated by consuming fruit snacks and candy. Multiple contact attempts were made by tandem technical support to obtain additional information regarding the issue; however, the customer did not respond. The customer did not upload data for review.